Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the low voltage lead was found to be damaged. The lead was replaced and the procedure continued with the new lead on (B)(6) 2026. The patient status was unknown.